Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation of the device. The device was returned to olympus for inspection and testing. Upon visual inspection the scope was observed having a dark brown like residue on the distal end. The device was returned to the customer unrepaired due to the results of the visual inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) sections: -chapter 6 compatible reprocessing methods and chemical agents -chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the preventative maintenance process and pending evaluation results. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The videoscope "enf-v2", european version was returned as part of the preventative maintenance process. During routine inspection of the device by olympus, there was dark brown residue on the distal end tip. There was no report of patient or user injury due to the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.